Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted successfully but the patient was noted to have a small ventricle along with a septal bulge and calcium build up in the annulus and left ventricular outflow tract (lvot). Two hours post implant, the valve migrated, causing right coronary artery occlusion. Extracorporeal membrane oxygenation (ECMO) and cardiopulmonary resuscitation (CPR) were initiated and the valve was snared back into place to regain coronary perfusion. Subsequently, the patient expired three hours later due to coronary ischemia. No autopsy was performed. The physician reported the reason for the migration was likely due to an extremely shallow deployment of -2 to -3 mm.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration/valve embolization is a potential procedural complication. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. It was reported that the patient was noted to have a small ventricle along with a septal bulge and calcium build up in the annulus and left ventricular outflow tract (lvot). The physician reported the reason for the migration was likely due to an extremely shallow deployment of -2 to -3 mm.